Event description:
It was reported that a u2 drill would not turn off during a procedure. The u2 drill had to be unplugged for it to stop running. No adverse event was associated with the device; no delay was reported.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.

Event description:
It was reported that a u2 drill would not turn off during a procedure. The u2 drill had to be unplugged for it to stop running. No adverse event was associated with the device; no delay was reported.

Manufacturer narrative:
The reported event was confirmed through functional evaluation, disassembly and visual inspection. The device exhibited a run on condition, which was likely caused by the burnt and corroded pins which were observed. Through disassembly, it was visually confirmed the device had a worn motor, bearings and rotor assembly. The device was repaired and returned to the customer.